Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the reported adapter with procedures remaining left was connected to the handle, and the cartridge was attached, but the jaws open/close and articulation of the cartridge did not respond. The rotation functioned successfully. The green lamp for indicating the cartridge status on the lower side of the handle did not illuminate. The procedure was completed with another device. There was no patient injury.